Event description:
The patient who had medpor mandibular angles implanted on (B)(6) 2011 reported that after initial implantation, the result was square with a marked difference in asymmetry. On (B)(6), he underwent a revision procedure to shave down the difference in the right hand implant. The patient felt that the angle was more in line with the mandible; the right hand side was more prominent. On (B)(6) 2011, he underwent a second revision procedure to remove the implants. After the implants were removed, he was very aware that he could feel pieces of the implant in his jaw. The patient mentioned that a hole appeared in his gum and the medpor prosthesis could be seen. This has been since been removed. He still believes there are parts of the implant in his jaw.

Manufacturer narrative:
Actual device not returned for evaluation. Based on several attempts made to gather additional information, it was learnt that the patient had to undergo revision surgeries due to poor surgical technique. In the performed investigation, no indications were found for any material, manufacturing or design related problems. Device not returned.

Manufacturer narrative:
Device not returned for evaluation. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
The patient who had medpor mandibular angles implanted on (B)(6) 2011 reported that after initial implantation, the result was square with a marked difference in asymmetry. On (B)(4) he underwent a revision procedure to shave down the difference in the right hand implant. The patient felt that the angle was more in line with the mandible; the right hand side was more prominent. On the (B)(6) 2011, he underwent a second revision procedure to remove the implants. After the implants were removed, he was very aware that he could feel pieces of the implant in his jaw. The patient mentioned that a hole appeared in his gum and the medpor prothesis could be seen. This has been since been removed. He still believes there are parts of the implant in his jaw.